Manufacturer narrative:
Complaint was confirmed. Device alarming " no battery is connected". E437 was seen in the history. Probable cause for both issues, is defective battery. After new battery was installed, the device passed all relevant pvt tests successfully. Battery was fully charged. Customer logs were downloaded.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. E1 - (B)(6).

Event description:
The event involved an english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software where the customer reported that the pump stopped working with no warning, while administering high alert medication. In addition, it was reported that the pump doesn't have any alarm stating replace battery. The customer's biomed department reviewed the logs and they do contain power switched to battery on (B)(6) at 21:25 and next log as uncontrolled shutdown, s/w fail, and power off on (B)(6) at 22:21. No other alarm has been logged in between. Pump has ICU medical battery (lot no: 230722v23) which has been installed on (B)(6) 2024. There was patient involvement; harm was not reported as a consequence of this event.